Event description:
Recalled joystick under 6 months warranty. Per dealer, chair turns off intermittently while patient driving.this product is on the list of serial numbers impacted by the medical device field removal joystick recall invacare power wheelchairs equipped with spj+ joysticks or mk6i driver controls.